Manufacturer narrative:
It was reported that the plate had broken and the patient needed revision surgery. The reported event is confirmed upon investigation of the returned product. Visual evaluation identified that the plate had fractured, and unrelated to the reported event, displayed signs of use and discoloration. The root cause of the reported failure mode is undetermined. However, the most likely probable causes are applying excessive mechanical forces during post-op healing and wear and tear on the plate while implanted.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that 6 months ago an arthrodese was performed with the mtp plate and innotere cylinder with an overweight patient. Now it was reported that the plate is broken and a revision surgery was done. Update 14-oct-2020 further information obtained: the initial surgery took place on (B)(6) 2020. The revision surgery was successfully performed on (B)(6) 2020. Update 15-oct-2020: revision surgery was finished successfully with spongiosa was removed from the iliac crest, inserted into the foot and fixed with screws.